Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value is unknown. The battery compartment and spring were not damaged or corroded but the contacts on the battery cap were damaged. Customer was advised the battery cap would be replaced, to insert a new battery and monitor the insulin pump. The customer also reported receiving a no delivery alarm during prime and declined troubleshooting.